Event description:
It was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography (ercp) procedure using a jagtome rx sphincterotome, it was reported that the cutting wire broke when the device was bowed. No portion of the wire detached inside the patient. Reportedly, the device was tested and appeared to be working properly prior to the procedure. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."

Event description:
It was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography (ercp) procedure using a jagtome rx sphincterotome, it was reported that the cutting wire broke when the device was bowed. No portion of the wire detached inside the patient. Reportedly, the device was tested and appeared to be working properly prior to the procedure. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4): cut wire broke.

Manufacturer narrative:
A visual examination found that the device returned with the cutwire broken and the broken ends discolored/blackened. The cutwire was measured and found to have broken 15mm from the distal pierce hole. The proximal pierce hole appeared melted (likely due to operational context). The outer diameter (od) of the exposed cutwire was measured and met specification. The condition of the returned incident device was consistent with the complaint that the cutwire broke. During manufacturing, tome devices are 100% inspected so the cutwire break likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications